Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited tip body adhesion gap. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive the root cause could not be specified. It is assumed that a gap was created at the glue of the distal end due to peeling of the glue caused by an external impact. In addition, chemical stress caused by the use of an unsuitable cleaning solution may cause deterioration of the glue, resulting in the above defects. The event can be detected/prevented by following the instructions for use: operation manual for evis lucera jf/tjf type 260v ¿chapter 3 preparation and inspection section 3.2 inspection of the endoscope". Olympus will continue to monitor field performance for this device.